Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Rp flex with smart assist system with automated impella controller section: contraindications (united states) ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿ section: warnings & cautions: cautions ¿patients with tricuspid or pulmonary valve stenosis or insufficiency, and patients with prosthetic tricuspid or pulmonary valves, may be compromised by the use of the impella rp flex with smartassist system catheter.¿

Event description:
The complainant reported a patient post cardiotomy cardiogenic shock/low cardiac output syndrome was implanted with an impella rp flex for mechanical circulatory support. It was initially stated that the pump was unable to reach expected flow rates despite being in an optimal position. It was then documented that the patient's urine became red with increasing lactate dehydrogenase levels. Upon confirmation of hemolysis, attempts to reposition the pump were made and two units of blood were given. The patient was subsequently taken to the operating room where a dialysis line was placed. Despite the interventions performed, the decision was ultimately made to explant the pump to prevent further hemolysis/kidney failure. While assessing the ability to wean the patient, the surgeon reported that the pump cannula was also causing moderate to severe tricuspid regurgitation. The pump was eventually explanted with the patient on medical therapy.

Manufacturer narrative:
The investigation into the reported issues has been completed since the original report was filed. The pump was returned for investigation. No physical abnormalities were reported on the returned product. Biomaterial was found wrapped around the impeller. Blue fibers were found during visual inspection. No cannula kink was observed. The pump passed hemolysis testing. The data logs showed the pump to be flowing on the lower side of the metrics for the entire duration of the case. There were no motor current spikes outside of the p-level changes and no ingestion events. The fibers/biomaterial was most likely from after explant when wiped with a cloth. There are suction alarms consistent throughout support. The cause of the heart valve damage issue was not determined since sufficient clinical information was not provided. The cause of hemolysis, low pump flow and renal failure was improper positioning of the device. D.1 brand name and d.4 model number were revised from the initial submission in accordance with updated procedures. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.6 medical device problem code was revised from the initial submission in accordance with updated procedures.